Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value associated with the triggered event was 90 mg/dl and sensor glucose was 60 mg/dl at the time of the incident. Other sensor glucose value that and blood glucose value was 120 mg/dl and 300 mg/dl. The customer was assisted with the troubleshooting. The sensor will not be returned for the analysis.